Event description:
Caller reported a cartridge alarm issue that occurred during the load process, with an unspecified high blood glucose value displayed. Customer attempted to address high blood glucose through correction injection via manual daily injection (mdi) without requiring third-party assistance. Technical support educated the customer on proper cartridge removal timing during the load process and assisted with loading a new cartridge; however, the cartridge alarm recurred. Consequently, technical support arranged to replace the customer's pump with a new one under warranty, providing instructions for the return of the faulty unit and the setup of the replacement pump. The customer acknowledged the guidance and agreed to use the current pump for backup therapy until the replacement arrives.